Event description:
Reporting status: serious injury/medical intervention. Reporting rationale: thrombosis requiring medical intervention. Device issue: no device issue has been reported. It was reported that in 2009, a 2.5 x 23 mm promus was implanted, intravascular ultra sound (ivus) was not used. At one week later, the patient presented with chest pain, and the mid circumflex was found to be 100% occluded. There was no in-stent restenosis; however, there was thrombosis, which was treated with an angio jet and predilated with both a 2.5 x 15 mm maverick and a 3.0 x 20 mm maverick. Then a 3.5x12 mm promus was implanted half way in the previously placed stent, and post dilation was performed with another company's balloon catheter. Per the physician, the patient is stable and free of chest pain. No additional event or patient information is available. You are receiving this MDR report from abbott vascular as bsc distributes promus in the us as its brand label of abbott vascular's drug eluting stent.

Manufacturer narrative:
Results and conclusion summation - angina and thrombosis, as listed in the IFU, are known adverse events associated with coronary stenting and are not necessarily an indication of a product quality issue. Additionally, angina, thrombosis and hospitalization are listed in the product's risk assessment as no fault post procedure complications. It is possible that the angina is a secondary effect of the thrombosis, which required ptci and resulted in hospitalization. A conclusive root cause for the reported patient effects, and the relationship to the product cannot be determined.